Manufacturer narrative:
The uf returned the lma in question to the MFR for evaluation. The lma appears well used, with a yellow airway tube and a marked connector. The printing on the tube appears worn. The airway tube has broken between 0 and 25mm from the backplate. The failure surface is at 45 degrees to the axis of the tube. Most of the failure surface is smooth and free from secondary tears, however a 10mm length has numerous small serratons. When free from damage, the airway tube is very strong. However, as the mask is used it becomes subject to damage from handling, cleaning, sterilization, or being bitten and becomes weaker. Such defects may cause the tube to fail at a lower level of force.

Event description:
The uf has returned the lma to the MFR for evaluation.